Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
The customer reported after the primary infusion containing a sedative medication completed, the pump scrolled "infusion complete" without an auditory alarm sounding or flashing light. The patient became agitated because the sedative medication was not infusing; the event was caught and the medication was restarted quickly. There was no harm to the patient. No further patient or event information was provided. (B)(4).